Event description:
Per the clinic, the patient experienced recurrent infection around the abutment site (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Event description:
Additional information : the patient was treated with oral antibiotics (specific date and duration not reported) however, the issue did not resolve, resulting in abutment removal (date not reported).